Event description:
It was reported to philips that the system had multiple collimator errors, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system had multiple collimator error. Upon troubleshooting fse found that the error in collimator driver. To resolve this issue, fse replaced collimator. The defective collimator was returned to philips for analysis and found the filter and xcd board was defective. The same issue reoccurred again after few days where fse restarted the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.